Manufacturer narrative:
The customer¿s stated issue of ¿pca tampering - missing dilaudid¿ was not confirmed through a review of the device logs or through testing. The log review found no programming errors that would explain a report of missing dilaudid. Functional testing consisting of infusion testing performed on the source pca module found the device operating in specification. It is unclear how much of the drug was intended to be delivered to the patient, a majority of the syringe volume was delivered through 3 bolus doses (total calculated infused by bolus dose was 39 ml). The starting syringe volume was 50.181 ml and the remaining syringe volume was 0.556 ml. It is also unclear how the syringe became full of air while loaded in the pca without the door being opened. The administration set received from the customer was tested for leaks, despite the observed damage no leaks were found. The pca was in use during treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was a report of patient involvement.

Event description:
It was reported that a new syringe of dilaudid 10mg/50ml had been placed at approximately 11:00am; and it was estimated that the nurse disconnected the pca module from the patient between 2:50 and 3:10pm. The disconnected pca module was left in the patient's room until the patient was discharged around 4:15pm. The pca module was removed from the patient's room for cleaning around 5pm, when the nurse noted that the syringe was "full of air" from the tip of the syringe to the plunger that was at 20-30 ml and there was only a "few drops" of medication at the tip of the syringe. The nurse noted that there appeared to be a needle puncture in the pca tubing approximately 3-4 inches from the tip of the syringe. The customer states that the patient involved "uses IV opioids regularly" and was exhibiting strange behavior prior to discharge. The patient is suspected to have tampered with the syringe.